Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and tandem technical support confirmed a replacement pump would be sent, including instructions for storage and return of the faulty pump. The customer received guidance on software updates and acknowledged the steps required upon receiving the new pump.